Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high with bg level of 234-334 mg/dl and moderate ketone levels; cause was not known. Healthcare provider identified the ketone level as dangerous. Customer administered a 3-unit manual injection to address bg level. Customer received normal third party assistance. Customer's bg level decreased to 180-181 mg/dl after a 3-unit manual injection.